Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0958-2020. (B)(4). S/w ver 2.9d pump not in manufacture mode. Pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Pump received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2017. Customer's blood glucose value was 24.2 mmol/l. Customer experienced symptoms such as nausea, vomiting and diarrhea. Customer was wearing the insulin pump at the time of being admitted. The device will be returned for analysis.